Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-17660. Related manufacturer reference number: 2017865-2020-17662. It was reported that the patient presented in clinic upon developing an infection. The patient's implantable cardioverter defibrillator, right ventricular lead, and atrial lead were explanted. The patient was stable.